Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3+. During preparation of the clip delivery system per the instruction for use (IFU) there were no issues. The first clip delivery system was advanced to the mitral valve and good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful and was replaced with a new cds. One clip was implanted, reducing mr to less than 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na